Event description:
Device 1 of 2, reference MFR. Report# 1627487-2017-04016. Additional information received identified effective stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-04016. It was reported the patient experienced loss of therapy. System diagnostics determined invalid impedances on one of occipital lead. As a result, the alleged lead was explanted and replaced with a new model. It is unknown which lead is related to the issue. Therefore both the leads of model 3166 are being reported as explant.